Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarm detected movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level at the time of the incident was unknown. No further information was given. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will not be returned for analysis.